Event description:
Boston scientific received information that during the implant procedure for the right ventricular (rv) lead, a pneumothorax occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.